Event description:
Pharmacist reported fold, deformation, capsular contracture baker grade iii, inflammation and double capsule (double shell). This relates to the left side. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, the weight the device within specification, deformation, red particles on the shell, cloudy color in the gel, and fold creases. After autoclave cycle voids were observed. Based on the device analysis the final assessment is: creases are observed but have no relationship with manufacturing, deformation is observed however is not taken as a workmanship because it was not received in the original packaging.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture baker grade iii is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Pharmacist reported fold, deformation, capsular contracture baker grade iii, inflammation and double capsule (double shell). This relates to the left side. Device has been explanted.